Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was attempted to be used during a gastro procedure performed on an unknown date. During the procedure, the balloon burst before reaching the maximum inflation amount. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 18 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was attempted to be used during a gastro procedure performed on an unknown date. During the procedure, the balloon burst before reaching the maximum inflation amount. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.